Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused an insulin delivery failure. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels rose to 20-22 mmol/l (360-396 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient's blood glucose remained elevated despite insulin bolus administration. It was reported that the pod was leaking insulin during wear. Investigation of the pod found a tear in the pod cannula.